Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided; cause was unknown. Due to the anonymous nature of the reporting social media platform tandem technical support was unable to follow up with customers to confirm nature of issues reported or to provide troubleshooting and training. No further information available.